Manufacturer narrative:
Batch review performed on 27 july 2018: lot 164891: (B)(4) items manufactured and released on 19 october 2016. Expiration date: 2021-10-10. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Batch review for gmk spheretibial insert fixed flex #2/10 mm r ref. 02.12.0210fr lot. 142516 (k121416): (B)(4) items manufactured and released on 04 june 2014. Expiration date: 2019-04-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The patient reported that it became loose during rehabilitation. The surgeon revised and replaced the knee implants by removing the baseplate #2 and 10 mm s2 sphere insert. The surgery was completed successfully.